Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded high shock impedances. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Manufacturer narrative:
This product was subsequently explanted for a different observation. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Additional information was received nearly two years after the initial observations, confirming that the red alerts were still being generated due to high, out of range shocking impedance measurements. A boston scientific sales representative confirmed the physician is aware of the issue and will continue to monitor the patient as the value was just barely above the upper limit. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
--

Event description:
Additional information was provided that no changes were made to the device and the patient will continue to be monitored.